Event description:
Affillitate reportd that the customer was hospitalized for high glucose level. It was stated that the alarm history reveals several "no delivery" alarms. Troubleshooting was not performed. The customer had skin irritation at the insertion site.